Manufacturer narrative:
Evaluation shows: visual inspection- the wheelchair appeared to be in generally good condition, with no scratches on the frame tubing and no worn upholstery. When unfolding, the right seat rail did not align into the h-block guides. The seat upholstery was removed to better observe the cross brace and seat rail assemblies. The right seat rail portion of the cross brace was observed to be bent outward at the front and inward at the rear. Both cross braces and pivot links were intact. Functional observation- the wheelchair was pushed from behind with no weight in the seat. The wheels and casters rolled smoothly on their bearings. The front right caster intermittently lost contact with the ground when turning corners. The wheelchair pulled to the left and consistently turned toward the left when allowed to coast freely. The wheelchair was then propelled by an investigator seated in the wheelchair, and the tendency to turn left was even more pronounced. The wheelchair frame could be unfolded, although the seat rails did not settle fully into the h-blocks as intended. The wheel locks engaged securely, and the armrests could be removed and locked back into place. Conclusion- utilizing existing complaint information, actual observation, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the frame of the trex28r wheelchair to be bent. As a result, the wheelchair misaligned during unfolding, and both three-wheeled and pulled to the left while driving. The cause of the bent frame could not be determined.

Event description:
Frame appeared bent right out of the box.